Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device serial/lot number and device manufacture date have been updated. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and no defects or issues were observed with the system or software. A review of the device log files was performed for this event. The investigation identified that there was potential movement of the femoral array, which would be the most probable cause for the reported event. A noticeable and sudden difference in resection plane was identified on the posterolateral condyle on first posterior resection step. Immediately before and after the change in resection plane, the hip center, femoral knee center, and tibial knee center locations had changed. The user verified the femoral checkpoint at the end of the case and it measured 2.4mm off from the expected location. The checkpoint measurement, resection plane change, hip center, and knee center points changing, indicate the femoral array may have moved. The investigation found that the user may not have mounted the robot on the bed rail causing the robot to move during operation which could potentially introduce inaccuracy. The most probable root cause of the inaccuracies of the cuts is due to femoral array movement. However, the issue was not confirmed and no defect was found.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the cuts were off by 3-4mm from the plan. It was reported that the device was re-registered a couple of times and the cuts were still off by 3-4mm. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4). Unknown. D10, concomitant medical devices and therapy dates, base station device, october 16, 2023. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information was received from the reporter stating that the issue was detected when cutting the posterior condyles, the procedure was planned press fit and no medical or surgical intervention was required. The case went to manual instrumentation.